Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the left ventricular (lv) lead, the lead dislodged when removing the delivery catheter. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.